Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination of the samples, one embedded particulate matter was observed, measuring between 0.2 and 0.3 mm. The bag was filled with saline solution and then filtered on a membrane in order to isolate any particles present in the fluid path. The results showed that the particles remained embedded into the eva material, and they did not detach. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Under review of the production process, no changes have been made to the bag materials, process, or the quality controls. No deviations or anomalies were recorded in the relevant production batches that could explain the issue. Based on the investigation, the reported issue was observed; however, an exact root cause could not be determined at this time. An approved project is in place to further address issues with foreign matter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: our quality team conducts an incoming visual inspection on all raw materials. We are finding particulate matter in the bags and have rejected every lot# we have received since we started this process. We cannot continue to make our life saving medications without materials that pass our inspection.